Manufacturer narrative:
Initial.

Event description:
It was reported that during ilet setup the user¿s dexcom app indicated a blood glucose of 64 mg/dl after not eating for a period, and the user consumed oral glucose per the blood glucose questionnaire and received troubleshooting and education. Symptoms included hypoglycemia. Outcomes included correction with oral glucose and no alerts or alarms reported. Investigation included user coaching on hypoglycemia recognition and treatment. Investigation of this case revealed no device malfunction reported and no specific component issue identified, with the cause of the hypoglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.